Manufacturer narrative:
See MDR 1920664-2007-01142 for delivery device used with this lens.

Event description:
This lens was removed and replaced during a difficult cataract extraction procedure. The reason for the lens exchange is not known.